Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated he was in his 400's mg/dl and today it has been over 600 mg/dl and he changed the insulin pump and moved the insulin pump and put on a new insulin pump it's still over 600 mg/dl and that it doesn't seem to be giving the insulin. The customer stated he injected 3 units and came down to 592 mg/dl and went back up over 600 mg/dl. The customer completed troubleshooting for high blood glucose reading and then the customer mentioned the drive support cap was flush with medtronic name. The customer was advised that the insulin pump would be replaced. The product will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.